Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 600 mg/dl at the time of the incident and the current blood glucose level was 556 mg/dl. Customer other relevant blood glucose level was 452 mg/dl, 530 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer was feeling tired because of high blood glucose. Customer was not using auto mode. Customer reported they does not allege pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test.(B)(4).